Event description:
Boston scientific received information that this right ventricular (rv) lead and non-bsc device displayed a pacing impedance measurement greater than 2,500 ohms. The patient implanted with this system was brought into the clinic for further testing, which revealed noise on the rate/sense portion of the rv lead with pocket manipulation. It was noted that the patient was young and very active. No inappropriate therapy had been delivered as a result of the noise. An invasive revision procedure was performed and the rv lead was extracted and replaced. The lead was reportedly discarded and would not be returned for reliability analysis. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.